Manufacturer narrative:
The initial medical device report was incorrectly reported under manufacturer report number 1644019-2017-00511; additional information was received which confirmed that the noted report is a duplicate of manufacturer report number 1644019-2017-00406. Supplemental medical device reports related to this event will be filed under manufacturer report number 1644019-2017-00406.

Manufacturer narrative:
The initial medical device report was incorrectly reported under manufacturer report number 1644019-2017-00511; additional information was received which confirmed that the noted report is a duplicate of manufacturer report number 1644019-2017-00406. Supplemental medical device reports related to this event will be filed under manufacturer report number 1644019-2017-00406. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars leaked during a procedure. The procedure was completed without difficulty. There was no patient harm. This is one of two reports received from this facility.